Manufacturer narrative:
Customer quality conducted and investigation based on x-rays provided. Product was not returned and, an investigation could not be performed. Based to the received x-ray, we are not able to confirm a functional issue. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Root cause could not be defined due the missing material. DHR review was completed. 04.027.054s - l336351, manufacturing location: (B)(4), manufacturing date: 13.mar.2017, expiry date: 01.mar.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2017 surgeon faced issues with helical blade of proximal femoral nail anti-rotation-ii (pfna ii). The problem occurred when the inserter was supposed to detach as well as lock the helical blade simultaneously. The inserter got detached but did not lock the helical blade. The surgeon used a different helical blade and completed the procedure successfully .there was approximately thirty (30) minutes delay to surgery time. No patient harm. Patient¿s outcome is reported as good. Concomitant device reported: inserter (part # 03.010.411, lot # 9965694, quantity 1). This report is for one (1) pfna-ii blade. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device available for evaluation: returned to manufacturer. Customer quality conducted an investigation of the returned devices. We have received the two (2) parts (pfna-ii blade l95 tan, 04.027.054s / l336351; extractscr f/pfna blade, 03.010.411 / 9965694) for investigation, here is the statement: upon visual inspection, the parts we have received blocked together (see attached pictures ¿received condition¿). The blade is shows some signs of usage and damage on the surface, the distal end of the blade is damaged/deformed. The extractscr is completely visible after disassembling from the blade, the part is allover in a good condition, except of arrears of body fluid at the proximal end. 04.027.054s / l336351: a device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. The damage/deformed distal end of the blade could be result from contact with a hard material as metal (nail). Also we are able to say that the wrong screw driver got used, the article 03.010.410 should be used. During investigation a functional test was performed, the blade and as well the extractsc passed the functional test. As both are fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Unfortunately we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.